Event description:
Significant force was required to retract the delivery system jacket. Endograft was not deployed in the intended location. Unable to advance contra wire. The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction. Resolved with a guide catheter.